Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Expulsor assembly was replaced as preventative measured. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. UDI#: unknown; premarket (510k) number:unknown.

Event description:
It was reported an incident when running a 24-hour infusion. After about 24 hours the pump alarmed for infusion complete but the bag was not empty as there was approximately 100 ml still left in the bag. The pump stated 500 ml was infused. We have another similar incident with another pump, a different serial number. Additional information received via email from customer on 09-aug-2022 and attached in complaint: completed complaint forms for serial numbers received. Updated date of event, device operator, event location and contact information in attributes. Event description provided: patient connected to 24-hour infusion via pump. Patient attached to new bag and when patient arrived second day, there was approximately 100ml remaining in the bag. Additional information received via email from customer on 11-aug-2022 and attached by ICU medical in complaint: there was delay in treatment of the patient as the pumps did not deliver the total required medication during 24- hour infusion. No patient injury was reported.